Manufacturer narrative:
The suspected mcs tip cover accessory has not been retrieved or returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The mcs instrument (part 470179-15; lot n10171006-0013) used during the surgical procedure was used in 3 subsequent da vinci-assisted surgical procedures until zero lives/uses remained. As of the date of this report, no complaints have been reported to isi against the mcs instrument. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the site claimed that a mcs tip cover accessory, that was installed on a mcs instrument, fell inside the patient and was not retrieved. However, at this time, the root cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted bladder augmentation procedure, radiologic imaging identified a possible foreign body inside the patient. On an unspecified date post-operatively, the patient underwent another unspecified surgical procedure to retrieve the foreign body which was suspected to be a possible instrument fragment or accessory. For an unknown reason, the foreign body was not found or retrieved during the unspecified surgical procedure. The patient was brought to the ICU and another radiologic scan was performed. The foreign body was located again inside the patient. According to the initial reporter, the site made the decision to reassess the patient again in 1.5 months. On (B)(4) 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the isi clinical sales representative (csr) indicated that the da vinci-assisted surgical procedure was performed and completed on (B)(6) 2018 with no intra-operative complications. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Post-operatively, the patient developed an active infection and a CT-scan was performed. Upon review of the CT-scan, the site identified a foreign body inside the patient that they suspected to be a monopolar curved scissors (mcs) tip cover accessory. The surgeon informed the csr that the active infection was unrelated to the foreign body which was an incidental finding with the CT-scan. On 01/05/2018, the patient underwent open surgery to treat the active infection and to possibly retrieve the foreign body. During the open surgery, the foreign body was not found or retrieved. After the open surgery was completed, another CT-scan was performed and the foreign body was found again but in a different unspecified location in the patient's body. According to the csr, the site made the decision to reassess the patient in 1.5 months and determine what to do with the foreign body. The csr indicated that the site had applied electrolube to the distal end of the mcs instrument prior to installing the mcs tip cover accessory. The site also reportedly admitted that when the event occurred, the mcs tip cover accessory was not included with the end-of-procedure instrument/accessory counts. Therefore, the site could not confirm whether or not the mcs tip cover accessory was present and installed on the mcs instrument at the end of the surgical procedure. To the csr's knowledge, no additional post-operative complications have been reported.

Manufacturer narrative:
On (B)(6) 2018, the patient contacted intuitive surgical, inc. (Isi) and provided the following additional information regarding the reported event: on (B)(6) 2018, the patient underwent bladder surgery to remove a sizable diverticula. The patient reportedly woke up in severe abdominal pain after the surgery was completed. The patient claimed that a CT-scan discovered an unknown foreign object was left inside him. The patient indicated that the chief surgeon decided to open the patient up after the patient experienced a fever of 103 degrees. According to the patient, he was found to be septic and his vitals started crashing. The patient indicated that the foreign object was never found after many hours of searching. The patient was reportedly admitted to the ICU for 3 days. A follow-up CT-scan revealed that the foreign body had moved to a cavity called the morison pouch next to his liver and kidney. The patient also indicated, it's believed it's the plastic tip insulator about 2 the size of a pen. The patient also provided 2 radiological images of the foreign body. Based on an analysis of the images, a definitive identification of the foreign body is indeterminable. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a mcs tip cover accessory, that was installed on a mcs instrument, fell inside the patient and was not retrieved. However, at this time, the root cause of the customer reported issue is still unknown.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA voluntary report (B)(4) with the following event description: a patient underwent surgery including robotic-assisted laparoscopic lysis of adhesions and bladder diverticulectomy, a CT abd/pelvis revealed the presence of a questionable foreign body; it was noted it could represent the tip cover of the monopolar curved scissors. Isi has attempted to contact the site's risk management department to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been provided by the site's risk management department. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the site claimed that a mcs tip cover accessory, that was installed on a mcs instrument, fell inside the patient and was not retrieved. However, at this time, the root cause of the customer reported issue is unknown.